Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient felt a vibration in the device area of the chest and was wondering if it could be device therapy. Follow-up was done to determine if the episode was device related, but no information could be obtained. No patient complications were reported as a result of this event.